Event description:
Physician was attempting to do thoracentesis. Clear plastic near connection of stopcock and needle guard broke after the needle was inserted into the pt. Catheter was part of thoracentesis tray being used during procedure.